Event description:
It was reported that the right ventricular (rv) lead impedance was less than 200 ohms. Also, the right atrial (ra) lead had noise when tested in the clinic. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was also noted that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: rvdr01 implantable pulse generator (B)(6) 2011, 5086mri52 implantable pacing lead (B)(6) 2011. (B)(4).